Manufacturer narrative:
This supplemental report is being submitted to provide a correction. The following field was corrected: h3.

Event description:
No additional information received from customer.

Event description:
It was reported that the generator exhibited error code e006. This occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lower voltage power supply (lvps) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.